Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that stored electrograms (egm) showed noise on this right atrial (ra) lead. There were several occasions of pace impedances greater than 3000 ohms and oversensing. They suspect lead damage, due to subclavian crush. The patient was to be monitored. No adverse patient effects were reported. No further information is known.